Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell six of seven of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak on the supply line of the homechoice cassette under the supply bag that led to this alarm. Renal therapy services asked the registered nurse (rn) to ensure the connection to the supply was tight and it did not become loose during therapy. Rts reviewed proper procedures per the user manual with the rn. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6, h10: correction made to g1: the device was manufactured at one of the following facilities: baxter healthcare - mountain home: 1900 n highway 201 mountain home ar 72653 united states. Baxter healthcare - dominican republic: carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.